Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article attachment: ¿one-year outcomes and predictors of mortality after mitraclip therapy in contemporary clinical practice: results from the german transcatheter mitral valve interventions registry."

Manufacturer narrative:
Date of event: estimated. He unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date: estimated. The devices were not returned for analysis. Exception review and the similar complaint review could not be performed as the part and lot numbers were not provided. There is no indication of a product issue. Based on the information reviewed, a definitive cause for the reported single leaflet device attachment/slda could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient deaths and other adverse patient effects referenced are filed under different MFR numbers. Article : one-year outcomes and predictors of mortality after mitraclip therapy in contemporary clinical practice: results from the german transcatheter mitral valve interventions registry.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported through a research article identifying the mitraclip device that may be related to the following patient effects: patient deaths, myocardial infarction, stroke, heart failure, re-intubation, hemorrhage, blood transfusion, mitral regurgitation, heart failure, transient ischemic attack, re-hospitalization, medical intervention, respiratory failure, cardiopulmonary resuscitation, embolism, foreign body, pericardial effusion and surgical intervention, and the following device issues: single leaflet device attachment (slda). Details are listed in article, titled ¿one-year outcomes and predictors of mortality after mitraclip therapy in contemporary clinical practice: results from the german transcatheter mitral valve interventions registry."